Manufacturer narrative:
Analysis was performed by onsite service personnel which included disassembling the device for inspection. The results of the analysis were that the speaker cable was loose. Based on the results of the analysis, it was determined that the product has not malfunctioned and the most likely cause of the reported problem was a loose speaker cable which represents a user issue. The issue was resolved by re-securing the connector and reinstallation of the speaker and the device was confirmed to be operating per specification. E1: reporting institution name: (B)(6). E1: reporting institution phone#: e1: reporter phone#:

Event description:
It was reported that the device was presented with a speaker malfunction error and there was no sound coming from the device. The device was in clinical use. There was no report of patient or user harm.